Event description:
The nsk model z95l handpiece overheated abnormally during a crown preparation procedure and the patient received a thermal burn injury to their lower lip on the right side. The patient has had a follow up with the doctor since the incident and is believed to have healed normally without any reported need for additional medical treatment for the injury.